Event description:
A us distributor contacted zoll to report that a patient developed a rash and bruising under the lifevest equipment. Patient described the area as red, itchy pustules on the back/shoulders and bruising. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone ointment and an oral medication for the rash. Follow up indicated that the rash improved.